Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device heated up a lot and was vibrating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition of overheating was not confirmed. Therefore, the assignable root cause was not determined. However, the reported condition of the device vibrating was confirmed. During evaluation, it was determined that the device bearings were worn out causing the device to vibrate. The issue with the worn out bearings is consistent with normal wear over time due to the device being left in the field longer than the recommended. If additional information should become available, a supplemental medwatch will be submitted accordingly.